Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer alleged that there is crack on back of pump on the left side going to the middle. Yesterday the pump went crazy. It's cracked and has water in it. The following actions, tests will be performed: visual inspection for cosmetic damage; power up test; download using crest & upload using thus; confirmation of the date, time of the customer's complaint, alarms, or pump errors viewing the long trace file; cutting open the case; visual inspection for moisture damage. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case near the corner of the belt clip rails. Insulin pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test due to the critical pump error (open book image) alarm. Attempt to download/upload using crest/thus was successful. The formatted history file confirms pump alarms due to software anomalies. The pump error occurred (B)(6) 2021 4:00:25 am and 6:38:24 am; pump error occurred (B)(6) 2021 4:00:23 am and 6:38:23 am. The case was cut open. After visual inspection, there is corrosion on, around the following: battery compartment, battery board; electrical board keyboard. In summary, the customer's allegations for crack on the back of the pump and the pump going crazy was confirmed after visual inspection and a successful upload. The critical pump error (open book image) alarm is due to a combination of moisture damage and software anomalies.

Event description:
Information received by medtronic indicated that the insulin pump had cracked on back of insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.